Event description:
It was reported that the implanted device alerted due to low atrial intrinsic amplitude. Possible atrial undersensing was observed on stored electrograms. Technical services recommended further evaluation of atrial sensitivity settings. The atrial lead remains in service and no adverse patient effects were reported.